Event description:
Dr. (B)(6) injected a female pt into nasolabial folds with one 1.5 cc radiesse syringe. He added 0.3 cc of 2% lidocaine without epinephrine to media prior to injection. Four hours post-injection, the pt experienced severe swelling, defined by dr. (B)(6) as "four times her normal size", and she went to the urgent care facility. Upon examination, she was transported via ambulance to the hospital in 'fear of her throat closing". She was admitted to the hospital and was treated with intravenous antihistamine, name, dose and duration unk. Dr. (B)(6) did not receive all pt info from the hospital as he is not the pt's primary physician. She was released after two days as the swelling reduced. Per dr. (B)(6), the pt's throat was not swollen. The pt had radiesse injections prior to this injection without any adverse events. On (B)(6) 2012, (B)(6), an aesthetician for dr. (B)(6) stated the pt's swelling resolved. Per dr. (B)(6), the pt was instructed to see an allergist for eval.

Manufacturer narrative:
The device history records fot lot 1026734 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.